Event description:
During a permanent implant procedure for the evoke spinal cord stimulation (scs) system, the patient experienced excessive bleeding. Electrocautery was used to control the bleeding; and the evoke closed loop stimulator (cls) and leads were left tunneled in and the patient was closed promptly to stabilize their condition. The implanting physician subsequently referred the patient to a hematologist for further laboratory evaluation.